Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was admitted for diabetic ketoacidosis (dka), on the dka pathway treatment. Per the patient's latest laboratory results, fluids were to be switched from 90 ml/hr of normal saline with potassium chloride 20 meq and potassium phosphate 20 meq to 45ml/hr, and added in dextrose 10% potassium chloride 20 meq and potassium phosphate 20 meq to 45ml/hr. The fluids were updated in electronic medical record (epic) then programmed into the pump, running to the patient and started at 2200. When another rn went into the room at 2300 to do another blood glucose check, the patient's blood glucose had dropped significantly. The rn noticed that only the normal saline solution was running at 45ml/hr, and the dextrose 10% solution's channel was off. The pump was reportedly not communicating with epic. Immediately pulled the alaris brain and modules out of service and switched patient's fluids and continuous insulin to a new pump. Continued monitoring was done on the patient. Upon hospitals biomed's review of the device log, they could not identify the keystroke events during the reported event date. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that a patient was admitted for diabetic ketoacidosis (dka), on the dka pathway treatment. Per the patient's latest laboratory results, fluids were to be switched from 90 ml/hr of normal saline with potassium chloride 20 meq and potassium phosphate 20 meq to 45ml/hr, and added in dextrose 10% potassium chloride 20 meq and potassium phosphate 20 meq to 45ml/hr. The fluids were updated in electronic medical record (epic) then programmed into the pump, running to the patient and started at 2200. When another rn went into the room at 2300 to do another blood glucose check, the patient's blood glucose had dropped significantly. The rn noticed that only the normal saline solution was running at 45ml/hr, and the dextrose 10% solution's channel was off. The pump was reportedly not communicating with epic. Immediately pulled the alaris brain and modules out of service and switched patient's fluids and continuous insulin to a new pump. Continued monitoring was done on the patient. Upon hospitals biomed's review of the device log, they could not identify the keystroke events during the reported event date. There was a patient involvement but no harm.